Manufacturer narrative:
(B)(4). The customer had no more strips remaining to return.

Event description:
The customer complained of erroneous inr results on coaguchek xs meter with serial number (B)(4). The customer tested on the meter at 6:52 a.m. And received a result of 4.0 inr with the first drop of blood from the finger. The customer changed the batteries and retested several times over the next few hours receiving error 4 and error 5 on the meter. At 10:18 a.m. The customer received a result of 3.0 inr from a different finger that had been stuck multiple times prior to receiving this result. Both results were reported to the customer¿s physician. No medication adjustments were made. The customer¿s therapeutic range is 2.0 ¿ 3.0 inr. The result of 3.0 inr is believed to be correct based on the customer¿s therapeutic range and previous results. Error 5 is typically due to there not being enough blood on the strip target. An error 4 occurring after applying a blood sample typically means the blood sample was applied before the meter was ready. There was no allegation that an adverse event occurred. The customer is in good condition. The customer does not have anemia or polycythemia. The customer does not have antiphospholipid antibodies and is not on any other anti-coagulants. There have been no changes in the customer¿s diet or medication and the customer has had no recent illnesses. The meter and test strips were requested for investigation; however, there are no strips left in the vial to return. The meter was returned. The test strip vial was returned with no strips remaining. A specific root cause was not identified for this event. Additional information was requested for investigation but was not provided. The returned meter and master lot strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 2.6 inr; donor #2 inr: 2.7 inr; donor #1 hct: 41% ; donor #2 hct: 50% ; donor #1: master lot: 2.6 inr; donor #1: customer meter and master lot: 2.6 inr; donor #2: master lot: 2.6 inr ; donor #2: customer meter and master lot: 2.6 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. None of the customer¿s medications are currently known to interfere with the accuracy of the test results. Relevant retention test strips (lot 223855-22) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.